Event description:
Revision surgery was perfomed. Upon exposure of the tibial area, the prosthesis allegedly lifted out of the proximal tibia with no resistance. Examination of the underside of the base of the component at the hosp allegedly showed no adherence of bone cement while bone of the proximal tibial allegedly was well fixed with cement. Cement was not manufactured by co.

Manufacturer narrative:
Conclusion statement: wear caused by third body wear from bone chips or cement. Three contacts have been made and documented to the user facility requesting completion of medwatch form. No response has been received.